Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump alarmed with a low reservoir and customer was unable to clear it. Customer's blood glucose was 8.5 mmol/l. The insulin pump was not exposed to moisture. The customer was advised a replacement insulin pump would be sent for continuation of therapy and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage on the keypad traces. However, all of the buttons are functioning properly. No low reservoir alarm noted. The insulin pump has cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and stained end cap sticker noted.